Event description:
It was reported that during an implant attempt, the right atrial lead had high thresholds. After implant, it was found that the atrial lead was not capturing at maximum output. An atrial lead revision was attempted one day post implant; however, no viable atrial locations that could sense and capture were found. It was noted that the patient had a very poor functioning right atrium. The atrial lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.